Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the physician performed ablation twice for 10 seconds. The patient alleged chest pain when the burr was stuck in the 5mm long lesion in the severely calcified and moderately tortuous mid right coronary artery. The chest pain was alleviated when the burr was retrieved from the lesion using a non bsc guide wire and a non bsc balloon catheter. The physician also administered some form of medication to treat the chest pain. Then, the physician deployed a bare metal stent to complete the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: a rotawire was returned inserted in the plus unit and was removed without any issues. The rotablator plus unit handshake connections were connected together. The burr was microscopically examined and dried saline was found on the burr. The annulus of the burr was found to be slightly misshapen and damaged. No issues were noted with the diamonds of the burr. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr became stuck in the lesion. The 90% stenosed lesion was located in the calcified right coronary artery. The physician advanced a 1.50mm rotablator rotalink plus burr catheter to treat the target lesion. While performing ablation at a rotational speed up to 180,000rpm, the rotalink burr became stuck in the lesion. In an attempt to retrieve the device, the physician advanced an unknown guide wire beside the rotalink plus device and dilated the lesion with an unknown balloon catheter. The device was then removed from the patient. The procedure was completed with a different device. No further patient complications were reported and the patient status is listed as good.